Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (pod pcs). During the procedure, the physician successfully implanted a ruby coil and a pod packing coil (pod pc) into the target vessel using a non-penumbra microcatheter. However, when the physician retracted the microcatheter, it was reported that the posterior portion of the pod pc migrated into the left hepatic artery. The physician was able to successfully remove the pod pc from the patient's vessel using a snare. The procedure was completed using two smaller pod pcs. There was no report of an adverse effect to the patient.